Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 480 mg/dl at the time of incident and current blood glucose level was 318 mg/dl. The customer provides details on symptoms related to the high blood glucose level episodes feeling agitated. The customer treated with the insulin pump and manual injection. Customer wishes to check for the presence of leaks or air bubbles in the tubing or reservoir. Customer did not allege insulin pump was under delivering. Customer was using auto mode. Troubleshooting was performed for high blood glucose level. The device will not be returned for analysis.